Manufacturer narrative:
Review of the manufacturing records could not be performed as no lot number information was provided. The device was not returned. Consequently, direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no conclusion can be drawn. All information has been placed on file for use in tracking and trending.

Event description:
The following was reported to gore: the gore® viabahn® endoprosthesis was implanted (B)(6) 2019 treating sfa chronic total occlusion (cto). The patient returned to the doctor's office with a 'cold leg' on (B)(6) 2020. A bypass was performed to resolve the occlusion.